Event description:
It was reported that the bd ultrasafe passive x-series needle guard syringe springs were "twisted". There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6) other occupation: network lead complaints, steriles and solids. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe passive¿ x-series needle guard syringe springs were "twisted". There was no report of exposure, injury, or medical intervention.